Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the insulin pump runs out of insulin, insulin pump did not alert, diminished battery life, changing out every 3 weeks, insulin pump was slower during rewind and random unexplained no delivery alerts. Customer's blood glucose value was unknown. Customer declined to speak with technical support. The device will not be returned for analysis.